Event description:
Healthcare professional reported rupture of the right implant through ultrasound. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening as per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture of the right implant through ultrasound. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 (phone number): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture